Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2018 which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site on (B)(6) 2018 (sample number (B)(6)) against retention product of (B)(4) which yielded an unexpectedly negative outcome, but with visually slight adherence around the button with both well 2 and 3. Therefore the customer issue with the blood sample testing was reproduced overall. No errors were reported during customer testing. The internal immucor record number is (B)(4).

Event description:
On (B)(6) 2017, a european french customer reported an unexpectedly negative antibody screen with capture-r ready-screen (3), when tested on a galileo echo instrument.